Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: mhy, nhl.

Event description:
It was reported that this deep brain stimulation (dbs) patient underwent a revision procedure where the lead was replaced due to inadequate stimulation, the patient initial implant was removed and replaced during surgery while the opposite side was implanted. The patient experienced improved tremor reduction following the procedure, and no complications were reported. The patient was stable and doing well post operation. The surgeon had to cut the device and was disposed so the device will not return for further analysis.